Event description:
A customer called beckman coulter regarding a discrepant urine test result. The pt had a positive result from a home pregnancy test kit. When the pts were tested, the pt tested negative with the icon 25 hcg test kit. The pt sample was tested with the icon 25 hcg test kit twice. A serum sample for hcg quantitative testing was collected from the pt on the same day the urine sample was collected for the icon 25 hcg test kit. The customer indicated that the hcg quantitative test result was strongly positive. The hcg quantitative value was not provided by the customer. The physician was able to palpate the fetus and estimated the gestational age. There has been no change to pt treatment that can be attributed to this event.